Event description:
It was found during a baxter evaluation that a pump has a system error 105. There was no associated patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported system error 105 caused by a seized motor. The motor was replaced.